Event description:
It was reported that the unspecified pump touch screen issue occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.